Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned 00mlx mlx 300w xenon lightsource was in used condition. The xenon lamp shield was displaced, which would allow excessive heat from the xenon lamp to overheat the headlight cable and cause the headlight cable to melt. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the xenon lamp shield was displaced, which would allow excessive heat from the xenon lamp to overheat the headlight cable and cause the headlight cable to melt. This is most likely due to rough handling/environmental damage.

Event description:
This is 2 of 2 reports and is related to mfg number 3006697299-2025-00139. A facility reported that approximately 20 minutes into an ear, nose, and throat (ent) procedure, the mlx 300w xenon lightsource (00mlx) shut off, with the cord being described as hot or melting. Another light source was used to complete the procedure. There were no reported patient injuries, deaths, or surgical delays. The initial report did not indicate that 00mlx was overheating. Overheating of the 00mlx was discovered during the failure and root cause analysis of the product.